Manufacturer narrative:
D10. Concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the exact dissector lf2019 ligasure 21cm device had rotation wheel stuck and difficult to rotate. The gray lever next to the handle would not move. The device was plugged into a generator at the time of the event, and another ligasure device was used successfully with the same generator. There was no patient involved. Medtronic's initial evaluation of the incident device found the ¿tooth¿ feature of the blade-safety was fractured just inside the opening to the body (the component was not extending outside of ¿handle-a¿ as intended.

Manufacturer narrative:
Additional information: g3, h3, h6. Correction: b5, h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found the tooth of the blade safety was broken. There was evidence of use on the device. Functional testing noted that the ¿tooth¿ feature of the blade-safety was fractured just inside the opening to the body (the component was not extending outside of ¿handle-a¿ as intended). Next, with the device handles and jaws fully closed, the device trigger was tested. It was not possible to cycle the trigger nor possible to deploy the knife blade. This was due to the blade-safety mechanism remaining engaged, due to the lack of the blade-safety ¿tooth¿ feature. With a new device, the blade-safety tooth feature was forcibly ¿bent¿ at the fracture point as observed in the field complaint devices, in attempt to fracture/break the feature. It was not possible to replicate the field failure-mode, at either the component nor at the device level, per creating a fracture of the ¿tooth¿. Rather, the feature bent in a ductile manner and remained fully attached to the main component. The device's jaw opening and closing mechanism was functioning properly. The jaw gap of the device was measured and it was found to be within specification. It was reported that there was a rotation wheel issue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: a component had disengaged. The most likely cause could not be established from the information available. This issue can occur due to twisting or applying torque to the handles and breaking the safety¿s tooth when the handles return to the natural position. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the device had rotation wheel stuck and difficult to rotate. The gray lever next to the handle did not move. The device was plugged into a generator at the time of the event, and another device was used successfully with the same generator. There was no patient involved. Medtronic's initial evaluation of the incident device found the ¿tooth¿ feature of the blade-safety was fractured just inside the opening to the body (the component was not extending outside of ¿handle-a¿ as intended.